Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was admitted to the hospital for receiving multiple shocks from the device. Upon interrogation, review of a stored electrograms (egms) revealed noise on the rate/sense channel only. The delivered shocks, were deemed inappropriate and returned in-range impedance values of 60 ohms which was in line with daily measurements. Upon further review of the lead diagnostics, the rate/sense impedance measurements showed a gradual trend downward from 500 to 200 ohms with an occasional spike to 2000 ohms. It was noted that, the patient was electrocuted by a wall outlet, at the same time device interrogation took place and no stored episodes or irregularities were observed. The patient was discharged and the lead was reprogrammed. The physician suspected a lead issue and a boston scientific technical services (ts) agent was contacted and print outs were sent in for evaluation of the impedance measurements. The lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was reprogrammed and remains in service at this time. A boston scientific technical services (ts) agent reviewed the print outs and discussed that they suspect a problem with the pace/sense lead. According to the printouts generated from the present device interrogation it shows that the device detected episodes caused by noise. While the test for lead impedance test has showed that it significantly drop from 500 ohms to less than 200 ohms and incidence that showed range of 2000 ohms. Technical services confirmed that the shocking system was working appropriately and the electrogram (egm) was artifact free. In addition ts noted that the patient may have fallen as a result of the electrocution and it just took time to manifest a lead issue; however, the patient does not recall what they were doing at the time of the shocks. Boston scientific technical services (ts) concluded that there appeared to be a compromise and advised the physician to consider only implanting a new rate/sense lead.

Event description:
--

Manufacturer narrative:
--